Manufacturer narrative:
Date rec¿d by MFR: 26aug2019. Date of report: 29aug2019. The serial number of this ventilator has been determined to be (B)(4). The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that the replacement of the motor controller printed circuit board assembly was required to address and correct this reported event. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 06aug19.

Event description:
The customer reported a ventilator with a 35v power supply issue. There was no patient involvement / harm.